Event description:
Allegedly the patient was revised due to pain.

Manufacturer narrative:
Investigation is not complete. (B)(6). Trends will be evaluated. This is the same event as 3010536692-2014-00452, -00454, -00455, -00456. This report will be updated when investigation is completed.